Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, "he experienced health related problems during use of his unit, a dreamstation. He experienced chest discomfort, dry throat, dry cough, sinuses plugged up. He feels this resulted from use of the machine". There is no allegation of serious or permanent harm or injury. The patient stated, "he discussed with his healthcare provider and will need to see an ear, nose, and throat specialist". No medical intervention was specified by the patient. The device was returned to the manufacturer. The unit failed final test therapy (uncomp flow). Unit not needed for internal stock. Unit scrapped per fc: (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, "he experienced health related problems during use of his unit, a dreamstation. He experienced chest discomfort, dry throat, dry cough, sinuses plugged up. He feels this resulted from use of the machine". There is no allegation of serious or permanent harm or injury. The device's downloaded logs were reviewed by the third-party service centre. There was three zero code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was scrapped. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated